Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, mesh failure, hernia recurrence, bowel obstruction, and pain. Post-operative patient treatment included revision surgery and mesh removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a3a, a4, a5b, b2, b5, b6, b7, d10, e1 (street 1, city, region, postal code, email), g1, h4, h6 (patient codes, device codes, ime e2402: wound indurated, no appetite, weight loss, thickened small bowel, unable to tolerate anything by mouth, air in colon, ileus, labs abnormal for wbc; hemoglobin; platelets, foci of air, leukocytosis), & additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, mesh failure, hernia recurrence, bowel obstruction, pain, ileus, air in colon, fluid collection, seroma, constipation, labs abnormal for wbc; hemoglobin; platelets, mesh bulging, distended small bowelloops, foci of air, infection, leukocytosis, abdominal pain, nausea, distention, fever, chills, no appetite, weight loss, eventration of abdominal wall, enterotomy, thickened small bowel, abdominal bloating, vomiting, deserosalizations, soft tissue stranding, unable to tolerate anything by mouth, serosal tears, liver bleeding, abdominal wound indurated with purulent hematoma, issues with wound healing that prevents them from standing straight, tenderness, burning pain, bubble on top of wound, & open bottom of wound with thick greenish fluid. Post-operative patient treatment included revision surgery, mesh removal, hernia repair with mesh, x-ray, CT scan, hospitalization, npo, laxatives, abdominal wall block, exploratory lap, lysis of adhesions, small bowel resection with anastomosis, use of drain, mesh revision, enterotomy oversewn, drains removed, ng tube, PICC, IV pain medication, deserosalizations ov ersewn, oral pain medication, IV fluids, tacker removal, ICU, hematoma expressed, pca, wound staples removed, wound care, tpn, medication, & rollator walker.

Manufacturer narrative:
Correction: removed h6 (patient codes) & added h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: b5, b7, h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced inflammation, scarring, bowel issues, adhesions, mesh failure, hernia recurrence, bowel obstruction, pain, ileus, air in colon, fluid collection, seroma, constipation, labs abnormal for wbc; hemoglobin; platelets, mesh bulging, distended small bowel loops, foci of air, infection, leukocytosis, abdominal pain, nausea, distention, fever, chills, no appetite, weight loss, eventration of abdominal wall, enterotomy, thickened small bowel, abdominal bloating, vomiting, deserosalizations, soft tissue stranding, unable to tolerate anything by mouth, serosal tears, liver bleeding, abdominal wound indurated with purulent hematoma, issues with wound healing that prevents them from standing straight, tenderness, burning pain, bubble on top of wound, <(>&<)> open bottom of wound with thick greenish fluid. Post-operative patient treatment included medication, revision surgery, mesh removal, hernia repair with mesh, x-ray, CT scan, hospitalization, npo, laxatives, abdominal wall block, exploratory lap, lysis of adhesions, small bowel resection with anastomosis, use of drain, mesh revision, enterotomy oversewn, drains removed, ng tube, PICC, IV pain medication, deserosalizations oversewn, oral pain medication, IV fluids, tacker removal, ICU, hematoma expressed, pca, wound staples removed, wound care, tpn, medication, <(>&<)> rollator walker.

Manufacturer narrative:
(B)(4) (mesh failure). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. He had revision surgery 1 year and 4 months post-surgery. The patient experienced removal due to adhesions of mesh following mesh failure.